Manufacturer narrative:
The technician found the casters were worn. He replaced and adjusted the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake is not holding. Casters continue to roll and swivel when in brake.